Event description:
In 2007, the pt received a precise stent to the left internal carotid artery (lica). During post dilatation with an aviator balloon catheter, the pt became bradycardia hypotensive. The pt was given atropin for the hypotension and neuropenephrine for the bradycardia. The pt fully recovered without any residuals. On two months later, the pt was implanted with a precise stent in the right internal carotid artery (rica). An ultrasound revealed that the stent was under deployed by 30% (the stent was never fully deployed). The vessel was calcified and the precise did expand by (70%) and oppose appropriately; however, the physician opted not to post dilate during the initial implant as a judgement call. On 12-2007, an ultrasound was completed and showed that the precise stent implanted on approx four months earlier, contained 80% restenosis; however, when an angiogram was performed in 2008, the stent was only 65% deployed, revealing that the stent was not restenosed, but the stent was not fully deployed. Therefore, the physician decided to balloon the stent. While advancing the angioguard to the target site on the same day, the filter became caught in the stent. The physician pulled the angioguard back and re-advanced without difficulty. There were no adverse events to the pt.

Manufacturer narrative:
This is one of two products involved with the reported event, which is associated with manufacturing report numbers 9610978-2008-00042 and 9616099-2008-00255. This product is not available for analysis. Add'l info will be provided within 30 days of receipt.